Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that both leads were fractured. The issue was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restore.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.